Event description:
Tip broke off in vertebral body. On (B)(6) 2013, the customer (dr. (B)(6)) provided the following additional information: the physician placed the trocar through the pedicle past the posterial wall, took a biopsy, then used the nitinol extender to ream out the cavity path to place the kyphoplasty balloon. The needle was all the way to the left anterior side of the right pedicle, the physician brought it to the center and it spun, but it felt like it got caught up against the left posterior wall. As the needle was turning and bending, the physician could see while x-raying that the needle wasn't moving but his hand was spinning, so he realized that just as the needle started to bend as it's supposed to, that the tip broke off and stayed inside the vertebral body. The physician indicated that there was no defect noted of the needle prior to use. It was flexible and not any more rigid than normal. There was no difficulty experienced placing the trocar or the needle into the vertebral body. The physician indicated that he just cemented the tip of the needle within the cavity of the vertebral body without concern. The physician also indicated there was no patient injury or medical intervention required and that the patient is doing well.

Manufacturer narrative:
(B)(4). One (1) complaint sample was provided for examination. The returned sample presented a fracture on the distal end of the needle. The tip of the needle showed a fracture originating from a plastic crease in the posterior side of the curved needle tip. The zigzag pattern followed by the fracture propagation indicates the needle was subject to repeated torsion stress during the procedure. The fractured tip end of the needle was not returned for analysis. Evaluation of the sample did not identify any manufacturing defect or malfunction that may lead to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Specifically, the product's quality plan includes inspection points for the curved injection needle assembly. No issues were identified with these inspections during the manufacture of the reported lot (0000425917). In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of raw material history files and sterilization batch records. The root cause was identified as excessive torque while creating the cavity. The instructions for use (IFU) included with the product caution against continuing movement if resistance is encountered while moving the avaflex needle within the vertebral body. Recommendation will be made to the user of the avaflex nitinol curved needle (the product involved in this event) to follow the instructions indicated in the product IFU in an effort to minimize the potential of a future occurrence of a similar event. In addition to the product involved in this event being available to customers, a new product kit ((B)(4) - avaflex plus) was also created to enhance the functionality of using the nitinol needle for cavity creation. The new kit includes a flexible stylet inside the inner diameter of the nitinol needle to prevent occlusion from bone chips, and two plastic spacers that are placed between the access cannula and nitinol needle to control the throw of the nitinol needle. Limiting the throw of the nitinol needle limits the amount of torque required to create a cavity.